Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Battery voltage is 2.86 v not at recommended replacement time (rrt).

Event description:
It was reported that the device was implanted about half a year ago and the patient had an magnetic resonance imaging performed in (B)(6). The device battery started depleting at a highly accelerated rate and the longevity estimator was over predicting. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The analysis of blackwell battery (B)(4) from returned device (B)(4) has concluded. Based on the destructive analysis. No evidence of an internal short was found. From backlit anode images, intact li was found along the entire anode length with minimal localized li discharge at the anode leading edge.